Event description:
The advocate stated her sister had been receiving too much insulin, which resulted in a severe hypoglycemic reaction. She found her sister laying on the floor and called 911. The customer regained consciousness and started vomiting. When the paramedics arrived they performed a blood test on her and the reading was 34mg/dl. She was given glucose orally. Additional treatment was not required. Readings from the contour next ez were not provided. Product was not replaced.